Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications after loading multiple cartridges onto the pump. Reportedly, the cartridge was filled with 275 units of insulin. The customer's blood glucose level was 286 mg/dl. Reportedly, the customer consulted with clinical diabetes specialist regarding diabetes management.